Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and since 5 years and 9 months have passed since manufacture, it is likely that the event occurred due to aging degradation.

Manufacturer narrative:
The device was returned to olympus for evaluation. When unit was received, there was no visual output, no front panel function, and burns on rear cover. The repair center confirmed the customer's complaint. They found the unit had a damaged bi board and qb board. The device was repaired and returned to the customer. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the monitor would not display an image using coaxial input. The device malfunction was found during preparation for use and there was no report of consequence or patient impact.